Event description:
The patient turned the deep brain stimulator off at night and was unable to turn it back on the next day. The patient experienced increased tremor associated with the event. There was no warning for this occurrence on the patient access controller. The hcp was unable to reestablish telemetry. The stimulator was replaced.

Manufacturer narrative:
The b- and b+ bond wires were lifted from the hybrid bond pad. The #3, 1 and 0 feedthrough wires were lifted from the hybrid bond pad. The serial number is included in the range for kinetra separation of internal connections (lifted wirebonds) between the electronic circuit and battery physician communication.